Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient¿s in-office check t-wave oversensing (twos) post vp (ventricular pace) was observed on the right ventricular (rv) lead during testing. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.